Event description:
It was reported by mother that the patient had been taken by ambulance and hospitalized (2 days thus far) with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include loss of consciousness, "nash" and elevated ammonia levels. According to patient's mother, the pod had fallen off, causing the cannula to dislodge. In the hospital, patient was treated with insulin injections and remained hospitalized at the time of reporting.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.